Manufacturer narrative:
Five reciproc blue files r25 8/100 25mm 025 have been returned (four files in loose + one unused file). Three of the files in loose are actually broken at the tip of the active part (fatigue). No material defect was found during analysis of the rupture pattern. Fourth file in loose has no damage. No link can be established between breakage issue and information found during dhrs review (batches #1571503, #1570809, #1571476 and #1570793). Unused file has been evaluated according to our prescriptions and was found in compliance with specifications (measures, torque test). Root causes are not identified. This kind of event is tracked and we monitor the trend. Additional information was received indicating that the broken portion of the file was incorporated into the root canal filling.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a reciproc blue file broke during use. The outcome of the event is unknown as of this MDR evaluation.